Manufacturer narrative:
An event regarding revision due to loosening involving an mrh tibial rotating component was reported. The reported event relates to loosening, however limited information was provided for investigation. Loosening refers to loss of fixation between bone and implant/bone cement or failure to fixate. The mrh tibial rotating component does not interface with bone. Based on the provided information, the product reported in this investigation did not contribute to the event . No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was having a revision surgery due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was having a revision surgery due to loosening.